Event description:
It was reported that the patient presented for a procedure. Prior to the procedure, it was observed that the right atrial (ra) lead exhibited intermittent capture. The ra lead was capped and replaced. The patient was stable throughout.